Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to request a replacement cycler for a patient due to fluid leaking in the cassette door at an unknown phase. The pdrn stated the cassette was punctured. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention was required. Patient has an alternate treatment available. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment. A fluid leak in the cassette door during treatment was confirmed to have been reported by the patient's daughter.